Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report that the endoscope light was flickering on and off when connected to the tower. This issue does not constitute an MDR reportable event. However, an MDR reportable failure was identified during testing at the service center. During inspection, no image and a scope communication error code were observed. There was no patient involvement.